Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "screen issues-the screen doesn't receive the touch signals and will remain froze." Injury/adverse reaction: no. Active infusion stoppage: no. A preliminary review of the logs identified the following issue: sensor hardware failure (vr encoder). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a vr encoder failure. During initial testing the pump worked normally until a mock infusion finished and the vr attempted to close. At that point the screen display distorted and the pump alarmed. An internal investigation was performed and it was found the resistor wire motor was pinched. The insulation was torn and the inner wire was shorting against metal, causing a cascading failure. The motor was replaced and the device began to function normally, passing subsequent mock infusions. No other damage was identified.